Event description:
This lv lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that this lead exhibited high threshold and capture issues. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).